Manufacturer narrative:
Product was not returned for evaluation.(B)(4)

Event description:
During hysteroscopy myomectomy procedure, dr. Punctured the uterus with the blade. Additional information states the type of procedure performed was a myomectomy of 3 cm mypma/fibroid. The case started by resident. Resident noticed a defect in the fibroid and dr took over. As dr continued to morcellate tissue, she noticed what seemed like a 1cm opening through which she could see the yellow portion of the bowel. Procedure was immediately stopped. Perforation was very asymptomatic there was no bleeding, no fever and patient had normal appetite. Dr did not do any suturing or prescribe any medications. Patient kept under observation and discharged the next day. Patient was asked to come for a follow up check up and have not heard any complaint yet. Dr advised blade did not malfunction.